Manufacturer narrative:
Concomitant medical products. Concomitant medical products: 11-173660, m2a 38mm mod hd -6mm nk, 618140, 11-103206, taperloc por lat fmrl 12.5x145, 944810. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-04437. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Analysis of production records, no problem detected. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient's hip was revised 13 years post implantation due to pain and elevated metal ion levels. No additional information was made available.